Event description:
Patient reported MRI findings of "contour undulations and radial folds of frequent and habitual occurrence" against left side device. Patient later reported "prostheses with contracture" baker grade unknown. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: crease/folding of implant: unable to observe any creases through the photos provided. Wrinkling: unable to observe any creases through the photos provided. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.